Manufacturer narrative:
Ventec spoke with the distributor who provided the vocsn, as well as respiratory therapy assistance services to the patient, in order to better understand the vocsn's settings and discuss the patient's condition. Ventec then arranged for a video-chat with the patient, their caregiver (patient's wife) and respiratory therapist (rt) in order to provide direct clinical and technical support. Through interviewing the patient and his caregiver, ventec confirmed that the patient has bulbar als and still has the ability to walk and talk, as well as spontaneously breath. Ventec recommended that the vocsn settings be updated to volume targeted ps mode because it allows the patient to initiate a spontaneous breath at any time at the set flow trigger. If the patient does not initiate a spontaneous breath within a breath period, the vocsn will deliver a mandatory breath to ensure that the patient breathes at a minimum rate (which is set using the breath rate control). Ventec then walked the rt and caregiver through updating the settings to targeted ps mode. Once the device settings were updated to better align with the patient's condition, the alleged discomfort being felt by the patient was resolved. The patient tolerated the new settings very well. Ventec then walked the rt and caregiver through customizing all of the screens for their vocsn (home, monitors, and therapy presets). The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the cause of the reported patient discomfort was user error due to incorrect device settings being used for the patient's condition.

Event description:
A distributor contacted ventec to report that a patient was having difficulty breathing while on the device. The patient felt as though he could not handle the flow from the vocsn. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number.